Event description:
It was reported to boston scientific corporation that spyscope ds ii was used during a spyglass procedure in the duodenum for the biopsy on (B)(6) 2024. It was reported that the light turned off with any movement of the catheter. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code is being used to capture the reportable event of aborted/cancelled procedure. Block h11: the returned spyscope ds ii was analyzed. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was not displayed. Articulation of the working length using the steering wheels at the handle had no effect in restoring an image. X-ray assessment noted redistribution layer (rdl) corrosion at the distal end in the form of light soldering and cloudiness. During product analysis, a live image was not seen upon initial insertion along with no light. A leak test did not confirm the presence of a leak. The presence of aculon was verified during visual inspection of the distal cap using a uv light; however, x-ray assessment indicates that aculon had failed to prevent fluid from reaching the camera wires at the rdl. The reported complaint was confirmed. Aculon is a hydrophobic coating that is applied over the back of the camera assembly and onto the camera cable inside the distal cap during manufacturing. Aculon is intended to prevent fluid from contacting the camera circuitry inside the distal cap. Based on analysis findings, it is likely that aculon failed to prevent fluid from contacting the camera assembly and the camera wires at the rdl and allowed for procedural fluid/saline to corrode the wires at the rdl. Based on all gathered information, the probable cause selected for the alleged image failure is cause traced to component failure, which indicates that the failure is a random or expected failure of the device component, in this case aculon.

Event description:
It was reported to boston scientific corporation that spyscope ds ii was used during a spyglass procedure in the duodenum for the biopsy on (B)(6) 2024. It was reported that the light turned off with any movement of the catheter. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code is being used to capture the reportable event of aborted/cancelled procedure.